Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, on (B)(6) 2020, the patient was admitted to the hospital for "progressive memory loss, mental and behavioral abnormalities for 3+ years". Upon admission, the patient was placed in a PICC tube (introduced on (B)(6) 2019), and the dressing and device were changed regularly every week. Tube care. On (B)(6) 2020, when the nurse changed the dressing at the PICC tube placement site for the patient, it was found that the catheter came out with the dressing, about 1 cm through the blood vessel, and the residual end remained in the body. Immediately after consulting the director of the department and the head nurse, ask the PICC placement team to view the patient and urgently perform a bedside chest radiograph. Remove the residual catheter under the intervention, the catheter length is cm. Currently, the patient has no discomfort such as dyspnea.